Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached "around 500" mg/dl at the highest with ketones. A bolus via the pump was used to address bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer ultimately reverted to manual injections for insulin therapy.